Event description:
It was reported that the downstream occlusion seal was degraded. The event happened before infusion, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal. Functional testing was able to verify the reported issue. It was determined that the degraded dso seal was the root cause and was replaced. Service history review identified the previous service on jan 2023 was for the same reason of ¿dso seal damaged."